Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with a high blood glucose reading of 456 mg/dl. The caller stated that the customer had not changed the infusion set to solve the problem. The caller stated that the diabetes educator had already conducted troubleshooting on the insulin pump. Nothing further was reported.